Event description:
Caller reported a cartridge alarm 20 issue, which did not cause the customer's blood glucose to exceed 500 mg/dl but was currently around 400 mg/dl. The issue had been occurring almost daily for the past three months. Although no adverse impact was reported, technical support decided to replace the pump with one that has updated software. The customer was instructed to use multiple daily injections as backup therapy and was guided on how to handle and return the faulty pump. A replacement pump was dispatched with instructions on its use, which the caller understood and acknowledged.